Event description:
On (B)(6) 2012, the patient claimed that the animas pump has intermittent power issue for the past month. Each time the subject pump lost power, the pump went to the verify screen and reverted back to the default date and time. On the morning of (B)(6) 2012, the patient had elevated blood glucose of 500 mg/dl after the subject pump lost power. There were no symptoms at the time of concern. Reportedly, she was able to correct her blood glucose to 205 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The power issue was not resolved with troubleshooting. Furthermore, the patient reported she was ill over the weekend prior to the morning of the alleged elevated reading of 500 mg/dl. This complaint is being reported due to the power issue and because, the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.